Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device cause eyes hurt. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device cause eyes hurt. The device was not in patient use. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported an issue related to ventilator's device sound abatement foam. There was no report of patient harm or injury. The patient also alleged device cause eyes hurt. The device was not in patient use. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found few particles of external origin in bacteria filter after the unit operation and foreign dust particles of external environemental origin on blower bellows. The manufacturer visually inspected the device internally and could not find any black foam particulate inside the unit including flow path assembly. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there were few particles of external origin in bacteria filter after the unit operation and foreign dust particles of external environmental origin on blower bellows but could not find any black foam particulate inside the unit including flow path assembly. Section h6 was updated in this report.